Manufacturer narrative:
(B)(4).

Event description:
A power-on-reset (por) condition was reported and a "call doctor" icon message was seen on the pt's programmer. It was noted that the pt had the neurostimulator moved and was instructed to remove the bandages in 2 days and turn on the stimulation. Additional info was requested.